Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was hot to the touch while plugged in and charging. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 146 mg/dl. Reportedly, the alert cleared and the customer continued to use the pump for insulin therapy. Customer also had manual injections available.

Manufacturer narrative:
Additional information by stated that the issue was resolved and continued to use the pump for insulin therapy.